Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the initial activation in situ measurements showed affected channels. No incident of accident or trauma was reported.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
At the initial activation in situ measurements showed affected channels. No incident of accident or trauma was reported. There were no changes in health. There was some tenderness when pressing around the implant site, however there were no lesions, swelling or air bubbles felt around the ground path. The patient was re-implanted on (B)(6) 2016.